Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz hlm. The incident occurred in united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report stating that the essenz cockpit was displayed the following error: "arterial pump issue. Replace arterial pump after case". No error code was displayed. The event occurred during a procedure. There was no patient injury.

Manufacturer narrative:
H 11: a picture confirming the reported error message has been provided and attached to this record. The investigation did not revealed any error message occurred on arterial pump either on the day of the event (2 jul 2024) or in the following or previous days. Complaints database analysis revealed no similar event since unit installation in 2024 and no adverse and concerning trends about the reported failure mode have been triggered by periodical complaints statistical analysis. Based on the current level of information the root cause cannot be identified, however, it cannot be ruled out that the most likely root cause is related to sw exception not correctly handled by the control unit. No other specific action was currently deemed necessary, livanova maintains and documents periodic customer events monitoring process in order to evaluate actions for products improvement.

Event description:
See initial report.